Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during investigation, the battery compartment was cracked at the threads to the left of the bumper, and at the case sea below the bumper. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further moisture. Unrelated to the original complaint, the display was dim/fading pink. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.